Manufacturer narrative:
Findings: unit received with high idle current due to open trace on lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during testing. Unit passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer was advised to clean battery cap with a dry cotton swab. Customer was instructed to wait 5 seconds before inserting new battery. Customer did not want to open battery cap because he does not want to have to change that battery since this battery is now low. Customer was advised that we will ship a replacement battery cap.